Event description:
After treatment with juvederm, the patient presented with ecchymosis and erythema. The symptoms have persisted for four weeks. The physician prescribed oral benadryl and an oral steroid. Additional follow up with the physician notes that the patient's symptoms have resolved.

Manufacturer narrative:
Medwatch sent to FDA on 02/05/2008. On 05/feb/08, the physician was able to provide allergan with the lot number for this event. We will submit a supplemental medwatch with the results once a device history report review has been performed.